Event description:
It was reported that the lead haptic was discovered to be bent after full insertion into the eye. The intraocular lens (iol) was removed and replaced with a back up (model unknown). There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that some information in section "e1" inadvertently populated in japanese rather than english. It was also noticed that an incorrect date was inadvertently entered in the section "h4" of the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section e1: (B)(6). Section e1: city: (B)(6). Section e1: address - line 1: (B)(6). Section h4: device manufacture date: jul 25, 2019. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/8/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received cut in half and attached to gauze. Visual inspection under magnification revealed that the lens was returned cut in half with haptic damage (bent). No additional defects were observed. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.